Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("possible perforation of the essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding general") in a female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, anxiety, depression, diabetes and anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:event abnormal bleeding general, menorrhagia ,abnormal vaginal bleeding,perforation nos added.reporters ,concurrent condition,concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of the essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding general") in a female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, anxiety, depression, diabetes and anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical problem ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of the essure device"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding general"), pelvic adhesions ("adhesion") and ovarian cyst ("right ovarian cystectomy") in an adult female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's concurrent conditions included blood pressure high, anxiety, depression, diabetes and anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal") and pain in extremity ("legs pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy), surgery (lysis of adhesion) and surgery (right ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, pain in extremity, pelvic adhesions and ovarian cyst outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Events added - dysmenorrhea (cramping), pain lower abdominal, legs pain and did you undergo an essure confirmation test? No, adhesion, right ovarian cystectomy. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.